Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 125 ohms on the right ventricular (rv) channel. Technical services (ts) recommended programming options. At this time, this rv lead remains in service, and no adverse patient effects were reported.